Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('gen. Abnorm. Bleed-interpreted as general abnormal') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine leiomyoma, abnormal uterine bleeding and hemorrhagic ovarian cyst. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), alopecia ("hair loss"), nausea ("nausea"), bladder disorder ("bladder problems") and dysuria ("urinary problems") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterctomy (full), salpingectomy(bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, heavy menstrual bleeding, fatigue, alopecia, nausea and weight increased had resolved and the bladder disorder and dysuria outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, dysuria, fatigue, genital haemorrhage, heavy menstrual bleeding, nausea, pelvic pain and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2010 (summons) and (B)(6) 2010 (pfs), patient received treatment for pelvic / abdominal pain, menorrhagia (heavy menstrual bleeding). Left ostea and right ostea cannulated, 2-4 coils date of removal : (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: essure confirmation test (unspecified) conducted showed bilateral occlusion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 9-jun-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('gen. Abnorm. Bleed-interpreted as general abnormal') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine leiomyoma, abnormal uterine bleeding and hemorrhagic ovarian cyst. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), alopecia ("hair loss"), nausea ("nausea"), bladder disorder ("bladder problems") and dysuria ("urinary problems") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy(bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, heavy menstrual bleeding, fatigue, alopecia, nausea and weight increased had resolved and the bladder disorder and dysuria outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, dysuria, fatigue, genital haemorrhage, heavy menstrual bleeding, nausea, pelvic pain and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2010 (summons) and (B)(6) 2010 (pfs), patient received treatment for pelvic / abdominal pain, menorrhagia (heavy menstrual bleeding). Left ostea and right ostea cannulated, 2-4 coils. Date of removal : (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: essure confirmation test (unspecified) conducted showed bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-may-2021: mr received. Reporter's information added. Medical history were added. Rcc added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('gen. Abnorm. Bleed-interpreted as general abnormal') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), alopecia ("hair loss"), nausea ("nausea"), bladder disorder ("bladder problems") and dysuria ("urinary problems") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy(bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia, fatigue, alopecia, nausea and weight increased had resolved and the bladder disorder and dysuria outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, dysuria, fatigue, genital haemorrhage, menorrhagia, nausea, pelvic pain and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2010 (summons) and (B)(6) 2010 (pfs) patient received treatment for pelvic / abdominal pain, menorrhagia (heavy menstrual bleeding). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: essure confirmation test (unspecified) conducted showed bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: plaintiff fact sheet received. Event injury was deleted and device category changed from device other event to incident. Events added from pfs- pelvic / abdominal pain, menorrhagia (heavy menstrual bleeding), fatigue, hair loss, nausea, weight gain. Lab data were added. F/up 2 and 3 processed together. On 18-sep-2019: plaintiff fact sheet received. Events added from pfs- gen. Abnorm. Bleed-interpreted as general abnormal bleeding, bladder problems, urinary problems. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.